Event description:
The customer discovered questionable 25-hydroxy vitamin d results had been generated after the high results for three patient samples were questioned by a doctor. The samples were sent to a reference laboratory and tested by "mass spec" and the results were lower. The customer repeated all patient samples with initial results greater than 50 ng/ml and other random patient samples. The results for a total of 63 patient samples were corrected. Of the data provided for a total of six patients, only the results for two patient samples were discrepant. Patient 1 initial result was 80 ng/ml. The reference lab result was 51 ng/ml. Patient 2 initial result was 92 ng/ml. The reference lab result was 59 ng/ml. The initial results were reported out outside the lab. The reference laboratory results were believed to be correct and corrected reports were issued. The patients were not adversely affected. The customer did not know if the results were generated from cobas e601 serial number (B)(4) or cobas e601 serial number (B)(4). The reagent lot number was 18468901 with an expiration date of 04/30/2016. The customer thought the issue began when they switched to calibrator material lot 18361601. The customer recalibrated with a new lot of calibrator material and stated the issue was resolved as the qc was on the mean.

Manufacturer narrative:
A specific root cause could not be identified. A general reagent issue was excluded.